Event description:
During service by baxter, the infusion pump was found to contain failure code 814:01. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 30 2007. Evaluation summary:failure code 814:01 was confirmed in the event history. Failure code 814:01 occurs when the pump head module power supply is too low. This can be caused when the pump is left in the battery depleted alarm for an extended period. Inspection of the pump determined that the batteries were depleted and potentially damaged and they were therefore replaced. Review of the complaint history reveals similar reports have been received for this product for the depleted batteries. This issue is being investigated under CAPA. Review of the complaint history reveals similar reports have been received for this product for failure code 814:01. This issue is being investigated under CAPA.